Manufacturer narrative:
A siemens fse (field service engineer) was dispatched to the customer site to evaluate the instrument and instrument data. After analysis of the instrument and instrument data, it was determined that the cause of the discordant troponin and ckmb results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant high advia centaur troponin and ckmb results were obtained on multiple patient samples. The laboratory repeated the samples and corrected reports were issued to the physician(s). One patient was catheterized due to the discordant troponin and ckmb results.